Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord was repaired and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system keeps alarming. The fse noted, the system not turning on and beeping when plugged in. There is no report of injury or death associated with the event described in this complaint.